Event description:
It was reported that the home patient (hp) had a high drain 104 alarm on the homechoice (hc) during setup, while the hp was not connected. The hp was trying to setup for the night when the alarm occurred. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events that were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of this device. Should additional relevant information become available, a supplemental report will be submitted.